Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7 h6 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent for a surgery. During insertion of a femoral recon nail using a mallet, the driving cap threads broke off into the insertion handle. They were at final seating point of nail. There was no surgical delay noted. No fragments generated and the procedure was successfully completed. No patient consequences noted. Concomitant devices reported: unk: nails: femoral(part# unknown, lot# unknown, qty 1), unk: impaction instruments: hammer/mallet: trauma(part# unknown, lot# unknown, qty 1). This complaint involves two (2) devices. This report is for one (1) driving cap f/insertion handle. This is report 1 of 1 for (B)(4).